Event description:
The affiliate reported that during a check, the pump was found completely empty. As a result, a new refill was carried out. There were no adverse consequences to the patient.

Manufacturer narrative:
The complaint was re-opened as the transaction logs became available for review. During the interrogation of the pump transaction logs it was found that the pump did in fact empty prematurely. It was also noted that according to transaction logs the pump was flowing within specifications until the last refill, on (B)(6) 2013. It wasn¿t until (B)(6) 2013, that 7ml was missing since last refill according to the provided transaction logs. Despite this amount of drug missing in the reservoir, the physician refilled the pump the same day. The patient does not show any over- or under dose symptoms and is feeling well. A review of the device history records confirmed that a non-conformance was found during the manufacturing of the device, but not relevant to the reported event. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
(B)(4) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures.

Event description:
The next refill was scheduled on (B)(6), but during a check, the pump was found out completely empty. So a new refill was carried out. Next refill is scheduled for next (B)(6), but surgeon has already scheduled a check with the patient. No adverse reaction on patient. The pump was implanted on (B)(6) 2009. (B)(4) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.